Event description:
It was reported that unspecified bd infusion set was separated. The following information was received by the initial reporter with the following verbatim. It was reported by customer that the end of the secondary tubing, the collar, came off the tubing.

Manufacturer narrative:
If a device evaluation and/or device history review is completed a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material because the lot number is unknown.

Event description:
No additional information.